Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, pressure is not coming properly. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, pressure is not coming properly related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, pressure is not coming properly.there was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, due to the complaint regarding air pressure, additional testing was performed. The results showed the values measured were within specifications. During the exterior investigation, observed unknown dust or dirt contamination of the device base exterior and under the ui knob. During the internal investigation of the base unit, found unknown dust or dirt contamination throughout the device internals. Moderate dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to its original shape when compressed. Evidence of sound abatement foam degradation or breakdown was not observed in this device. In secondary findings of the unit, it was found that the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath, likely from a source external to the device.